Event description:
Pentax medical was made aware of an issue that was observed in the operating room, before use in the emea region where "there is a poor image quality" involving pentax medical video gastroscope, model eg-2790k, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. Based on the evaluation of the device at the potsdam service workshop the inspector determined the poor image was caused by a detached charged couple device (ccd) filter and will be replaced as part of the service request.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.